Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was restarting by itself when dispense the medication from the tower. A field service engineer confirmed that all cabling was intact and securely tightened. A full reboot and shutdown were performed, with no recurrence of the issue. The device was responsive, the tower operates correctly in hardware test application (hta) mode, and the station was fully functional. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was restarting by itself. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.